Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Surgical intervention resolved the problem during which one of the leads was explanted and replaced.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2020-02626. It was reported that one of the patient's lead migrated. Surgery may be pending to resolve the issue. Note: all of the patient's leads are being reported because it is unknown which lead is liable.